Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer six was not detected on the bus. The field service engineer inspected the station and found that drawer six rows b and c were not detected on the bus. Fse reseated the row tray, the retractable cable, and the internal pyxis bus cable. After reseating, the device was rebooted, and all pockets were verified as visible on the bus. The hardware test application was then launched, and the drawer passed all tests, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the communication bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another medication that caused a delay in patient care. There were no adverse events or injuries reported based on this event.